Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00752-1. Concomitant medical products: item#: 00434906603, 40mm +3mm offset 65 degree neck angle retentive poly liner; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has undergone three (3) revisions due to the implants disassociating. The latest revision was approximately two (2) months after the second revision was performed.